Event description:
The customer reported the etrak 3500l's power cord failed an electrical safety test. No pt was involved or injured.

Manufacturer narrative:
The service rep replaced the power cord. System operates as intended.